Event description:
The customer's nephew reported that the customer experienced high blood glucose. The customer's nephew stated that nothing was kinked and that the insulin pump was delivering. The customer's blood glucose was 463 mg/dl. The customer was advised on how to treat the high blood glucose with a bolus. The customer's nephew declined troubleshooting for the high blood glucose. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's nephew explained that the settings on the insulin pump needed to be adjusted with a healthcare provider. The customer's nephew was advised that the customer call back if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.